Event description:
It was reported that a catheter issue occurred.The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. The OptiCross 6 HD imaging catheter was advanced for intravascular ultrasound (IVUS) examination of the target lesion. During the procedure, the physician prepped the lesion and then readvanced the OptiCross catheter to ensure the lesion was ready to be stented. The OptiCross catheter became stuck on the guidewire and could not be separated. Attempts to push and pull the guidewire and catheter did not resolve the issue. The physician removed both the OptiCross catheter and the guidewire in one piece. The guidewire could not be separated from the catheter after removal from the patient, and both devices were severely damaged and kinked. The procedure was completed with another of the same device. The patient fully recovered, and no patient complications were reported.